Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 30 april 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results that were different from glucometer measurements. The RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. A review of in vivo raw data showed optical instability around the time frame of the reported inaccuracies. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel. On (B)(6) 2025, the user reported pain at the insertion site and later on (B)(6) 2025, the user confirmed an infection at the insertion site after a visit to the ER. It is likely this infection contributed to the reported inaccuracies. The user was offered a sensor replacement as a resolution. B4. Date of this report: 28 july 2025. G3. Date received by the manufacturer? 28 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.